Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform displacement test due to blank display. Unit had broken battery cap, broken battery tube threads.

Event description:
The customer reported via phone call the insulin pump has cosmetic damage. The customer¿s blood glucose level was unknown at the time of incident. The customer was assisted with trouble shooting. The customer's pump will be returned.